Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance out of range and loss of capture due to suspected lead fracture. This lead was surgically abandoned, therefore, it is not expected to return for analysis. No additional adverse patient effects were reported.